Event description:
Complainant alleged that during training by facility staff, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and a follow-up report will be submitted when the investigation is completed.